Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to infuse vancomycin as a secondary infusion at the specified rate in the labor and delivery department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.